Event description:
The consumer reported a false negative result with binaxnow covid-19 self-test on (B)(6) 2022. The consumer said that on wednesday last week on (B)(6) 2022 he went to the clinic to have an influenza test. The consumer said that he was tested negative with influenza but tested positive for covid-19. Per consumer, he got a positive result on (B)(6) 2022 with unknown brand at the clinic, and a negative result with binaxnow covid-19 self-test on (B)(6) 2022. Also, the consumer got a positive result with binaxnow covid-19 self-test on (B)(6) 2022.the consumer confirmed that he was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Updated data: d4 expiration date testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 214670 and device part number 195-430h / lot 212686. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 214670 based on the total quantity of devices distributed is (B)(4). A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214670 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue. H3 other text : device discarded, single use.

Event description:
The consumer reported a false negative result with binaxnow covid-19 self-test on (B)(6)2022. The consumer said that on wednesday last week on (B)(6) 2022 he went to the clinic to have an influenza test. The consumer said that he was tested negative with influenza but tested positive for covid-19. Per consumer, he got a positive result on (B)(6) 2022 with unknown brand at the clinic, and a negative result with binaxnow covid-19 self-test on (B)(6) 2022. Also, the consumer got a positive result with binaxnow covid-19 self-test on (B)(6) 2022. The consumer confirmed that he was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.